Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, based on the information provided, the revision was performed due to the reported pain and ¿laxity issues¿. A mal-performance of the component was not supported, the root cause of the reported pain and laxity could not be definitively concluded and the patient anatomy or procedure variation cannot be ruled out. The patient impact beyond the reported symptoms/clinical findings and subsequent (upsized) insert revision could not be determined. No further medical assessment could be rendered at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as abnormal motion over time, bone degeneration, fit/sizing issue, lack of ingrowth, lifetime of device, and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that a revision surgery took place on (B)(6) 2021, to replace the articular surface size 6 9mm due to a joint laxity issue. A legion dished articular surface 5-6 x 13mm was implanted to correct the issue. Primary surgery performed in 2019.